Manufacturer narrative:
Concomitant medical products: product ID a510 lot# serial# unknown implanted: explanted: product type software product ID th90p02 lot# serial# unknown implanted: explanted: product type mobile platform medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It appeared that the the software version was 2.0 and not 3.0.

Event description:
Additional information received from rep reported that they had a high amplitude during programming with sudden increased amplitude. While switching from program 2 to 3 the amplitude was 8,4 ma. This was very shocking and painful. Due to the error message on the smart programmer the nurse was not able to turn the therapy off, it took a couple of minutes and the patient was in pain. It felt like two big knives went into here vagina. She is still afraid of changing the therapy and experienced trauma the first three days after the event. She panicked during the event and threw away the communicator. The nurses think that it is not safe that the patient cannot switch off the therapy without making connection via the communicator. She was programmed with the smart programmer after implant in 2019. During programming she had the same issue. Then the amplitude went up till 10 ma. The patient has not fallen or whatever and the nurse saw an error message during the event. It is only the a510 2.0 version is affected by the voltage jump issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID a510 lot# serial# unknown implanted: explanted: product type software product ID th90p02 lot# serial# unknown implanted: explanted: product type mobile platform medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was unable to be turned off.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the nurse switched from program 2 to program 3 and suddenly the amplitude increased to 8.4 ma. It was very painful for the patient and the nurse was shocked. The nurse took a new smart programmer, reprogrammed - program 4 - she was afraid of program 3 - and gave this programmer to the patient. The patient had a similar incident in uz leuven when amplitude increased to 10 ma during programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.